Manufacturer narrative:
The automated impella controller was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Note: products-specific information is unknown, and therefore section d4 fields are blank. Upon receipt of product-specific or any relevant additional information, a supplemental report will be submitted.

Event description:
The user facility reported a patient was implanted with an impella 5.5 heart pump for mechanical circulatory support during and after a high-risk coronary intervention. During impella support, the physician reported that the purge system was leaking, and it was discovered that the two wings holding the purge disc were broken off. Therefore, the physician successfully switched to the backup console with assistance, the irrigation system was also replaced, and the problem was resolved. The patient was noted to be in stable condition.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. Data logs are irrelevant to this complaint. Upon examining aic, it was observed that the purge disc retainer was broken off. The root cause of the issue was a broken purge retainer.